Manufacturer narrative:
Bci field service engineer (fse) cut and repaired the waste line.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The customer reported the tubing connected to the waste pump was split, and got disconnected with a loud noise. The waste leaked into the bottom of the hydro pneumatic drawer, but was contained within the instrument. The customer shut down the instrument. No one was harmed or exposed to the waste fluid, and no injury was reported.